Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Multiple attempts were made to interrogate the implantable cardioverter defibrillator, but all failed due to rf telemetry issue. Due to the device nearing eri, no intervention was performed. Patient was asymptomatic throughout event.